Event description:
Customer was killed in automobile accident. Customer's physician indicated that they believe that customer was driving and was wearing the infusion pump at the time of the accident.